Event description:
Complainant alleged that during biomed testing, the device displayed a "bridge test failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and the bridge board was replaced to remedy the problem condition. Analysis of reports of this type has not identified an increase in trend.